Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier: (B)(6). The device has been reported as unavailable and will not be returned for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted. A review of the manufacturing documentation associated with lot 21h151av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Re-occlusion of targeted arterial segment is a known potential complication associated with the use of both the embotrap and embovac devices and is mentioned in the instructions for use (IFU) as such for both devices. There were no alleged quality issues related the used devices, as the devices performed as intended. Per the additional information received on 16-feb-2024, the clinical event committee (cec) adjudication deemed the event of ¿re-occlusion m1 left¿ as possibly related to the study device, possibly related to the large bore catheter, and possibly related to the primary surgical procedure. It was further said that the event may have been caused by iatrogenic intimal injury during the procedure. Additionally, the event required the surgical intervention of a thrombectomy to preclude patient harm. Based on this information and the assessment of the clinical event committee (cec), the event of ¿re-occlusion m1 left¿ does meet us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury,¿ with an awareness date of 16-feb-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2024-00017 and 3008114965-2024-00273.

Event description:
As reported via the excellent study ((B)(6)), an 86-year-old female (subject (B)(6)) with a history of atrial fibrillation, chronic obstructive pulmonary disease, and hypertension, presented with a witnessed stroke on (B)(6) 2023 at 19:30. The patient was then presented to the treating hospital on (B)(6) 2023 at 21:56, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 8 and modified rankin scale score mrs score was ¿0-no symptoms.¿ on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap ii 5x33 revasc. Dev. (Et007533/21h151av) for an occlusion at the left carotid t. The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 3, with clot retrieval in the stent retriever. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 rebar microcatheter, an embovac large bore catheter (ic71132ca/30879724), and a 0.09 fubuki long sheath were also used. There were no study device deficiencies during the procedure. The patient¿s 24-hour post-procedure nihss score was 2. On (B)(6) 2023, the patient experienced the event of ¿re-occlusion m1 left,¿ which was made known to the site on 06-mar-2023 and to the sponsor on 06-mar-2023. The principal investigator (pi) assessed this event as a serious, severe adverse event, that was unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. The event was surgically treated with a ¿thrombectomy of target vessel m1 left.¿ the outcome is recorded as ¿recovered/resolved with sequelae¿ with an end date of (B)(6) 2023. On (B)(6) 2023, the patient was discharged to a rehabilitation center with a nihss score of 16 and modified rankin scale score (mrs) score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ additional/modified information was received on 16-feb-2024. Summary: a clinical event committee (cec) adjudication for the adverse event of ¿re-occlusion m1 left¿ was received. The relationship of event to study device, large bore catheter, and primary study procedure were updated from ¿not related¿ to ¿possibly related.¿ it was also commented, ¿irregularity of m1. Cannot differentiate between atherosclerosis and iatrogenic intimal injury.¿